Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/08/2015 with the following findings: evaluation revealed that the label is torn/peeling/illegible. The battery compartment was cracked below the pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on 07/08/2015.